Manufacturer narrative:
Patient information was not available at time of MDR submission. (B)(4). The drive gas check valve could become stuck in a fixed open position which could cause pressure to build in the mechanical ventilation cycle. If this issue is left unresolved, it could result in excessive or prolonged pressure in the patient breathing circuit during ventilation potentially resulting in barotrauma. Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on 12/28/2015. The recall classification number is z-0677-2016 through z-0682-2016.

Event description:
The hospital reported the unit lost mechanical ventilation during a case. The patient was switched to manual ventilation until the unit was replaced with another one. There was no report of patient injury.